Event description:
Report received of an over-delivery. It was reported that the pump was returned to the hospital's biomedical dept. With an unsigned note that read, "over-delivery". There was no tracking info provided in order to obtain specific pt or event detials. In testing, the pump was set to deliver 100ml. The received measured volume was 110ml. Delivery accuracy specification for this device require delivery of +/-5% from the set amount. There were no reports of any adverse pt events while device was in clinical use. Though requested, no further info was available.